Event description:
It was reported that, during debridement, a versajet ii console was warm and very shaky, and surgeon felt uncomfortable using it. It is unknown how procedure was performed and if this caused a delay. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation, all supplied information has been reviewed and the event cannot be confirmed. The instruction for use details potential causes, the system over-pressure condition may be out of tolerance, if troubleshooting steps are completed and the issue persists, the device must be returned. A documentation investigation has been conducted, confirming that no manufacturing problems have been observed. Complaint history shows previous events of this nature, with no manufacturing problems or historical actions observed. The instructions for use and risk files, mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete, with no manufacturing problems observed, no corrective actions are deemed necessary.